Manufacturer narrative:
18aug2020 jmd. Device evaluated by MFR: the device was returned for analysis. A detachment of the imaging window was observed at the lapjoint section. No other issues or defects were observed during product analysis of the returned device. A1 patient identifier: (B)(6) a2 age at time of event: 18 years or older.

Event description:
It was reported that sheath detachment occurred. The patient presented with chest pain. Vascular access was obtained via the right radial artery. The 80% stenosed target lesion with fibrotic plaque was located in the non-tortuous and non-calcified proximal left anterior descending artery. During a percutaneous coronary intervention, the physician introduced the opticross hd imaging catheter for two runs, one run before the lesion was stented and another before post-dilation. On the attempt for a third run, the opticross was inserted into the non-boston scientific hemostasis valve and as the device was tracking to the lesion, the catheter broke just outside of valve. The physician removed the broken catheter as there was a small portion protruding from the valve and the procedure was completed with another of the same device. No resistance had been encountered during any of the runs. The patient did not have any complications due to this event and was stable following the conclusion of the procedure.

Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: 18 years or older.

Event description:
It was reported that sheath detachment occurred. The patient presented with chest pain. Vascular access was obtained via the right radial artery. The 80% stenosed target lesion with fibrotic plaque was located in the non-tortuous and non-calcified proximal left anterior descending artery. During a percutaneous coronary intervention, the physician introduced the opticross hd imaging catheter for two runs, one run before the lesion was stented and another before post-dilation. On the attempt for a third run, the opticross was inserted into the non-boston scientific hemostasis valve and as the device was tracking to the lesion, the catheter broke just outside of valve. The physician removed the broken catheter as there was a small portion protruding from the valve and the procedure was completed with another of the same device. No resistance had been encountered during any of the runs. The patient did not have any complications due to this event and was stable following the conclusion of the procedure.